Event description:
The manufacturer received information alleging particles in tubing/chamber related to the CPAP device's sound abatement foam. User also reported burning/smoke/electrical odor. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamger related to the CPAP device's sound abatement foam. User also reported burning/smoke/electrical odor. There was no allegation of serious or permanent harm or injury. After the first attempt to have the device and components returned for evaluation, the customer responded that they got a replacement device and the old one was disposed of or misplaced. I don't have any further information to tell you, and you don't need to call or email me back and disconnect the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.